Event description:
A report was received that the patient developed an infection at the pocket site. It was noted that the pocket was warm to touch and was painful. Infection was not device or procedure related and the cause was unknown. Antibiotics were prescribed. Patient was doing well.